Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during use that a cardiosave intra-aortic balloon pump (iabp) had fiber optic malfunction. No patient harm or injury reported.

Manufacturer narrative:
Updated fields: b4, d9, e3, g1, g3, g6, h2, h6 (problem code, type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) evaluated the unit and found fiber optic connector broken. The fse replaced the connector and all functional and safety test were performed. The failure analysis and testing dept. Received part with a reported unit failure of the fiber optic connector broken. The fat performed a visual inspection and found the part to be broken where the fiber optic plug connects to. Probable root cause is impossible to define. Retaining the part in the failure analysis and testing department per procedure.